Event description:
Revision surgery - the patient originally had a total hip in 1997 and was revised in 2002. The surgeon replaced the shell and implanted a size 8 biomet rejenerex and djo size 32 head.